Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports dentist findings recommended to cease treatment because of over jet (minimal, ideal except for r cuspids) and crossbite. Additionally, it was noted that #31 is missing along with 3rds (1, 16, 17, and 32) with no other explanation as to why they are missing.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.